Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been surgically removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 14-apr-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2772 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), menstruation irregular ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("headache"), arthralgia ("hip pain"), fatigue ("fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss") and premature menopause ("early menopause") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, salpingectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular and premature menopause to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: event medical device removal was replaced by event severe (chronic) abdominal pain. New events back pain, hip pain, head pain, chronic fatigue, memory loss, concentration problems, abnormally heavy blood loss/ accompanied by changes in their menstrual cycle, hormonal problems, allergic reactions, early menopause were added. Reporter added. Outcomes added for all events. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("severe (chronic) pain in abdomen") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, 2772 days after essure insertion, she experienced abdominal pain (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced back pain ("back pain"), heavy menstrual bleeding ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), menstruation irregular ("abnormally heavy blood loss/ accompanied by changes in their menstrual cycle"), hypersensitivity ("allergic reactions"), headache ("headache"), arthralgia ("hip pain"), fatigue ("fatigue"), disturbance in attention ("concentration problem"), amnesia ("memory loss") and premature menopause ("early maenopuse") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (essure removal, salpingectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal pain, amnesia, arthralgia, back pain, disturbance in attention, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, hypersensitivity, menstruation irregular and premature menopause to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-jan-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('the foreign-body material has been surgically removed') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 7 years 7 months after insertion of essure. The patient was treated with surgery. Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.